Manufacturer narrative:
The customer reported the bsm (bedside monitor) module/monitor is not displaying a waveform when it is inserted into the device. When it was exchanged with another bsm, same model it still didn't work. Then they used a different bsm with the same bsm-(B)(4) and the waveform showed up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the bsm (bedside monitor) module/monitor is not displaying a waveform when it is inserted into the device. When it was exchanged with another bsm, same model it still didn't work. Then they used a different bsm with the same bsm-(B)(4) and the waveform showed up.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. No malfunction was found. Tested unit for an extended period of time with a known good bsm-1700 (bedside monitor). Waveforms showed up instantly when inserted into customer's bsm. All functions were tested. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.